Event description:
Incident of occurrence is valeo ii tl cage breaking upon insertion and re-positioning. Surgeon described breakage occurring after hitting the inserter hard. Patient anatomy, disc prep, cage height, and pre and post-op x-ray images were not provided. Due to lack of information cause at this time is deemed indeterminate. Plausible cause includes and is not limited to using an oversized cage, failure to release stiff annulus with gradual trial sizes, and insufficient preparation/clearance of disc space. This communication is indeterminate until additional information can be provided. No harm nor injury to the patient was reported.